Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a change in therapy effect; the patient had increased spasticity. The physician attempted to aspirate from the catheter access port (cap) and had difficulty aspirating fluid through the cap. There had been no reservoir volume discrepancies. The physician planned to program a single bolus and check for patient response. The device system was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.